Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed, 22mm in length, 3.0mm in diameter target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.0mm x2mm quantum¿ maverick¿ balloon catheter was advanced to dilate the target lesion. However, during the procedure, it was noted that the shaft was fractured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. Microscopic and tactile inspection revealed numerous kinks in the hypotube, and a complete separation 42.5cm from the hub of the device. Inspection of the inner and outer shafts presented no damage or irregularities. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed, 22mm in length, 3.0mm in diameter target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.0mm x2mm quantum¿ maverick¿ balloon catheter was advanced to dilate the target lesion. However, during the procedure, it was noted that the shaft was fractured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.